Manufacturer narrative:
The reported complaint of a leaking quattro catheter was confirmed during functional testing. A pinhole leak on the shaft was observed at 3 cm away from the distal end of manifold. The investigation findings revealed that the probable cause of the reported complaint was due to latent material defect. Visual inspection of the returned catheter was performed and no physical damage was observed. Balloons were covered in dried blood. During functional testing, all infusion ports and extension tubes were flushed without resistance, except the distal and medial ports were clogged with blood. The catheter was connected to a pressurized inflation device and immediately a pinhole leak on the shaft was observed at 3 cm away from the distal end of manifold. Thus, confirming the reported complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for quattro catheter with lot number 84405.

Manufacturer narrative:
The reported complaint of a leaking quattro catheter was confirmed during functional testing. A leak on the catheter's shaft was observed. The investigation findings revealed that the root cause of the reported complaint was due to a clean line cut about 4 cm away from the distal end of manifold in which a characteristic of a cutting instrument. Visual inspection of the returned catheter was performed and no physical damage was observed. Balloons were covered in dried blood. During functional testing, all infusion ports and extension tubes were flushed without resistance, except the distal and medial ports were clogged with blood. The catheter was connected to a pressurized inflation device and immediately a leak on the catheter's shaft was observed. Thus, confirming the reported complaint. Additionally, the returned quattro catheter was visually inspected under microscope and a clean line cut about 4 cm away from the distal end of manifold was observed. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for quattro catheter with lot number 84405.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient ivtm therapy, the facility nurse noticed the level of the saline in the 500ml bag has slowly been depleting. The patient was hospitalized for post cardiac arrest and was treated for therapeutic hypothermia. The quattro catheter (lot #unknown) was inserted smoothly into the patient's left femoral vein by an experienced physician. The nurse claimed that the leak was at the balloon of the catheter. The quattro catheter dwell time and noticed of the issue was between 6-12 hours. No adjunct temperature management performed. The thermogard console did not alarmed and the start-up kit showed pink-tinged color saline but had no leak. No known impact or consequence to patient information was available.